Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the arthroscopic rotator cuff repair the swivelock anchor broke in the shoulder during the insertion to the bone. A part of the anchor's screw and the anchor's sutures were left in the bone and the rest of the screw came out with the anchor handle. The small part from the anchor screw was secure in the bone and an additional anchor - ar-2324pslc was used for extra security. The surgeon proceeded with the rotator cuff repair surgery successfully. The remaining parts of the anchor were discarded by the facility.